Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The insulin pump was flashing numbers while they attempted to program a bolus and it shut off. The customer jumped into the pool while being connected to the insulin pump. Moisture was visible under the screen. The customer was unable to turn the insulin pump on after changing the battery twice. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.